Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that there was no green zones available and the pattern contained tracing on the nose and does not venture towards tragus. Yellow and red dots are at hand but should not have impacted. : a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the registration was successfully performed with 966 trace points resulting in an error metric of 1.8 mm .

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site felt as though they had been inaccurate during a case by over 2 mm. They had a 1.8 accuracy and a yellow circle over the area of interest. They were accurate in some regions, but not in others. They had a good registration pattern, but had taken a lot of points. They proceeded the procedure and took into account the amount of inaccuracy. The procedure was completed with the use of navigation. There was no delay to procedure. There was no reported impact to patient outcome.

Manufacturer narrative:
Patient ID, age, and weight provided. It was during a functional endoscopic sinus surgery (fess) procedure. If information is provided in the future, a supplemental report will be issued.